Event description:
It was reported that this implantable lead was explanted due to high pacing thresholds. A new lead was succesfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture outer coil conductor. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high pacing thresholds were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this implantable lead was explanted due to high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.